Event description:
The duett sealing device was deployed following a pta/iliac and renal stent procedure (via a 8f sheath in the right common femoral artery). There was a sheath exchange from a 6f to an 8f sheath. There was no evidence/history of previous by-pass graft in the affected limb, multiple sticks, or a hematoma prior to sealing. The deployment technique was reported as unremarkable. Onset of symptoms of arterial occlusion (pain in leg, white foot) 2-3 min. After deployment. An angiogram confirmed the occlusion, and a surgical thrombectomy restored circulation. The vascular surgeon also confirmed that there was old scar tissue at the access site. The event resolved with no further complications noted.